Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the department nurse gave the patient who received the ventilator the next day a backup machine, but the ventilator self checked and the airtightness did not pass. The replacement of another ventilator did not cause any adverse consequences no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the department nurse gave the patient who received the ventilator the next day a backup machine, but the ventilator self checked and the airtightness did not pass. The replacement of another ventilator did not cause any adverse consequences. No patient involvement.